Event description:
Account alleged that the head of the bed runs up by itself.

Manufacturer narrative:
Account found fluid in one of the siderails. Account let the siderail dry out and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.